Event description:
It was reported that on (B)(6).2023, a 27mm navitor valve was selected for an implant. During the procedure, the patient was predilated with a non-abbott device and went into a left bundle branch block (lbbb) then back to sinus rhythm (sr). The valve was deployed but there was moderate perivalvular leak (pvl) so the physician post dilated with a non-abbott device twice but the pvl did not resolve and the patient had heart block. The physician deployed an unknown abbott amplatzer duct occluder to resolve the pvl and the leak went from moderate to mild. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak and heart block was reported. Information from the field indicated the patient had a sinus rhythm, the final implant depth was 3mm from the non-coronary cusp, there was no calcification extending beneath aortic annular plane, the valve appears to be correctly sized based on the provided dimension, and calcium in the native valve affected valve expansion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Based on all available information, a root cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. During the procedure, the patient was predilated with a non-abbott device and went into a left bundle branch block (lbbb) then back to sinus rhythm (sr). The valve was deployed but there was moderate perivalvular leak (pvl) (non cusp moderate leak) so the physician post dilated with a non-abbott device twice but the pvl did not resolve and the patient had heart block. The physician deployed an unknown abbott amplatzer duct occluder to resolve the pvl and the leak went from moderate to mild. The patient is stable.